Manufacturer narrative:
(B)(4). The field service representative (fsr) verified the reported complaint. He replaced the level sensor. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor gave an alert for no fluid detection when fluid was present. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during set-up on (B)(6) 2018, the perfusionist had a false alarm indication that the level was below its set level, when it was not below the set level. There were two concurrent situations that occurred, that created this alarm. The team was using a perfusion screen configuration that uses the red alarm and yellow alert sensors, and the red was not yet attached, along with the yellow sensor being worn down, therefore not creating a good connection. The team currently uses the fx reservoirs and does wait the five minutes prior to setting the sensor cable in the level sensor pad. They use the gel that is supplied with the pads to enable adhesion to the reservoir. The team uses both the red alarm cable and the yellow alert cable, and they opted to turn off the level detection system for the procedure. Their yellow cable is set to just audibly alarm and notify the user. The incident did not delay the start of the surgical procedure. There was no harm or blood loss associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified that the tip on the level sensor was worn and not making a good connection. During laboratory analysis, the product surveillance technician (pst) observed repeated intermittent "level disconnected" error messages displayed on the central control monitor (ccm) when the cable was agitated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.